Event description:
A report was received that a healthcare worker experienced burning eyes and shortness of breath on exposure to hydrogen peroxide vapor during a cycle. Reported burning eyes lasted until the next day after it occurred.